Event description:
The event occurred in the us. The following was reported ¿customer had a burst fiber on a cardiohelp that has been in use since (B)(6) 2026. The flow was .360 lpm (liters per minute) and .5 lpm through device and shunts. Sweep gas 1 lpm. Part139, pint 141 and pven 10, the patient weight appox. 3.0 kg and height 50 cm.¿ according to the pictures provided by the customer a leakage on the gas outlet has been occurred. This resulted in significant blood loss to the patient requiring resuscitation and an emergency circuit change. On (B)(6) 2026 the ssu (sales and service unit) provide new informatio as follows: it was a newborn patient. Non-medical devices used in conjunction with the event. Due to the malfunction severe blood loss occurred. The pre-exisiting medical conditions of the patient was congenital diaphragmatic hernia. The pre-medical conditions influence the event. The patient is still on ECMO after the hls set was replaced. There was no malfunction of the involved cardiohelp device. Furthermore, it was reported that 50mls blood was lost. It is unknown on which day the set was primed. The set was priming per standard and no leakage was noticed during the priming. On (B)(6) 2026 the hls set was conntected to the patient. A blood transfusion was required due to leakage. The hls set was not saved because it was a "blood bath"- hls set has been disposed of. Due to the significant blood leak during use and the patient requiring resuscitation and an emergency circuit change a report in required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.